Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the ¿guide¿ was being removed during the procedure, it created holes inside the catheter, leading to the leaking of cerebrospinal fluid. It was indicated there were no symptoms associated with the event.